Event description:
New information received notes noise was seen on the rv lead. The sense/pace portion of the lead was capped and replaced competitively. Date unknown. The lead will be replaced when the device reaches end of life.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was noted on the stored egms. Noise was observed on the rv coil to scan on one episode. The noise was reproducible. Lead damage or device issue suspected.